Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Event description:
It is reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging. One clip was inserted and successfully deployed, reducing tr to a grade of 4+. To further reduce tr, an additional clip was inserted. Several unsatisfactory grasping attempts were made. However, while grasping, the clip became entangled in the septal chordae. Troubleshooting was performed, but the clip was unable to be freed. It was noted during troubleshooting, the triclip delivery system (tcds) was curved more than 90 degrees. The physician was able to grasp the septal leaflet and deploy the clip. During deployment, the mandrel did not detach from the clip. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the patient was converted to surgery. The tcds was removed, and tricuspid valve replacement was performed.

Manufacturer narrative:
All available information was investigated, and the reported positioning failure (leaflet grasping), clip caught on chordae, improper or incorrect procedure or method, clip deployment failure, and difficult imaging could not be replicated in a testing environment. Additionally, the dc shaft was observed to be cut, the gripper cover was observed to be frayed, and the l-lock tabs were observed to be twisted and cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping), clip caught in chordae, and clip deployment failure were unable to be determined. The reported difficult imaging was due to procedural circumstances. The reported improper or incorrect procedure or method was associated with the user curving more than 90 degrees. The cause of the observed cracked and twisted l-lock tabs were unable to be determined. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.